Event description:
The patient went to the hospital in 2004 because of a fracture of the left femur. On the 10th day, an inner fixation devices were implanted. The surgery, x-ray showed that bone fixation was fine. Left hospital in 3 months later. Seven months after the operation, he felt pain on his left femur, so he took another x-ray and found the screws were broken. In 2005, he underwent another operation to explant the broken screws.